Event description:
Reporter called and alleged when raising head, he can hear chattering and with weight on it the head section will drift. There was a patient in bed when failure occurred. No injuries. He did not know what unit it came from.

Manufacturer narrative:
A hill-rom tech replaced the head drive to correct problem.